Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. The pod was returned with the adhesive pad attached. No damages or manufacturing deficiencies that would cause skin irritation were found. The exact cause of the reported skin irritation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 252 mg/dl despite multiple boluses while wearing the pod between 36 and 48 hours on the leg. Skin irritation from the adhesive was also reported. As treatment, the pod was removed. The patient's blood glucose history is as follows: (B)(6).